Event description:
The event is reported as: there was leakage discovered between the tracheal and bronchial balloon prior to use on a pt during inspection/functionality testing.

Manufacturer narrative:
Product has not yet been rec'd by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.